Manufacturer narrative:
The reported test strips have been returned for investigation. An investigation is in process. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown since the meter serial number is unknown. (B)(4).

Manufacturer narrative:
The reported test strips were returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and no errors were observed during control solution testing. In addition, retain testing for the returned lot was performed. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. (B)(4).

Event description:
A health care professional reported receiving a low adc reading of 148 mg/dl as compared to a laboratory reference reading of 383 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, they reported receiving another low adc reading of 450 mg/dl as compared to a laboratory reference reading of 648 mg/dl. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.